Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hemopro2 adaptor was not working. No delivery of energy. They had to switch to a terumo kit. No reported harm to the patient.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.